Manufacturer narrative:
(B)(4). Investigation summary: the incident product was not returned for evaluation. Applied medical received additional information regarding the incident; however, in the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. During the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. It is important to note the potential complications associated with the use of kii shielded bladed obturators are the same as those associated with the use of surgical trocars, insufflations needles, and laparoscopic surgery in general and include (but are not limited to), injury to internal vessels and bleeding. Although the root cause of this incident remains unknown, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary.

Event description:
Additional information received on october 27th, 2015: a verres needle was used to establish pneumoperitoneum and both the verres needle and the trocar were used without visualization. The incision size could not be confirmed to be 12mm, however, it was noted the doctor utilized the same insertion technique and incision as he or she generally uses for this trocar system. A 5mm trocar was inserted to visualize and suction before deciding to convert to an open procedure and call the general and vascular surgeon. Before converting to open surgery, a verres needle, bladed trocar and a 5mm trocar were utilized. After converting to open a scalpel, retractors, vascular clamps and all instruments for an open vascular case were utilized. The customer is not aware of whether any adhesions, growths or abnormalities were found against the abdominal wall at the 12mm trocar incision site during postmortem exam or if any feedback from the 12mm trocar was noticed by the surgeon during insertion.

Manufacturer narrative:
This report is to follow up with medwatch form 3500a filed from hospital. (B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic ovarian cystectomy, robotic assisted- "12mm trocar sleeve advanced into abdomen through a 12mm incision. After entry into abdominal cavity, large amount of blood accumulation noted. A second incision was made and 5mm trocar sleeve advanced to allow irrigator and evacuation of blood. An emergent exploratory laparatomy occurred revealing large amount of blood in abdomen. Vascular surgery was called and immediately available. Attempted repair and resuscitation were unsuccessful. Postmortem exam revealed puncture wound through right iliac artery and portion of large intestine. " patient status- dead.